Event description:
A customer obtained an erroneously elevated troponin (accu tni) result of 3.12 ng/ml for one patient. The result was reported out of the lab. The patient was transported to a neighboring facility and a fresh sample was collected from the patient which gave a "negative" result for troponin. (Method and actual result was not supplied). No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Sample is lithium heparin plasma collected in a pst tube. Qc has been recovering within the customer's established ranges during this event. A field service engineer (fse) was dispatched: the fse performed a preventive maintenance (pm). Verification testing met specifications. No hardware issues were noted. No definitive root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.